Manufacturer narrative:
Device information inadvertently ommitted.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-03307. Additional devices have been added as the manufacturer is unable to determine which leads were involved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 where the model 3186 lead was repositioned and a new model 3186 lead was implanted. The patient is now receiving effective stimulation and issue has been resolved.